Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was admitted into the hospital for congestive heart failure (chf). The pt was having leg cramps and decided to decrease her lasix from 80 bid to 40 bid on her own for two weeks. The pt went into the clinic in chf exacerbation. The pt was diuresed with lasix, placed on fluid restriction, and also administered medication. The pt was discharged 5 days later. The vad coordinator reported that the pt is doing well with no further issues with chf.

Manufacturer narrative:
The pump remains in use supporting the pt. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.